Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prim and excessive no delivery test. Pump received with normal operating currents. Pump passed the self test. Pump passed the restart error test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose of 500 mg/dl and sensor glucose is low. Customer indicated that the insulin pump is cracked at the reservoir compartment and the reservoir cannot be locked into place. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.